Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Device history: part: 440.834s, lot: 8234083, manufacturing site: (B)(4), release to warehouse date: 04. Feb. 2013, expiry date: 01. Jan. 2023. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013, the patient underwent a high tibial osteotomy using the tomofix tibial head plate. About 6 years after the surgery, the patient¿s skin around the implant became like a cutaneous disease. It was like the symptom of metal allergy. The patient underwent a removal surgery on (B)(6) 2019. No further information is available. This is report 1 of 2 for (B)(4).